Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not allowing him to rewind and insert the cartridge. The customer's blood glucose level was around 400 mg/dl. The infusion set was not adhering properly. The customer had the infusion set in for 4 to 5 days. He did not have infusion sets. The device was not returned.